Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a red alert was issued in the remote monitoring system indicating his pacemaker had reverted to safety mode operation. An email was sent to the clinic recommending urgent review of the patient and device. In safety mode, the parameters are set to vvi 72 bpm, 5v @ 1.0ms unipolar and are no programmable. The local sales representative was also notified. Additional information was received. The physician and patient's family were aware that the pacemaker was under an advisory and could revert to safety mode but had elected to leave the device implanted due to the patient's age (B)(6)). At this time, no intervention has been performed. No adverse patient effects were reported. The device remains implanted and in service.